Manufacturer narrative:
Evaluation of the device did not show any malfunction. Process evaluation did not reveal any issue. For surgical guide remake, doctor positioned the implant ~0.73mm more distally away from tooth #29 in the treatment plan.

Event description:
Doctor used a surgical guide to place dental implants. After performing the pilot osteotomy at site #30, doctor determined that it was too close to tooth #29.